Manufacturer narrative:
Film evaluation summary: the exact cause of the reported proximal type I endoleak could not be determined from the films provided. Images prior to implant and more recent post-implant films were not available for review and comparison. CT¿s from ~6 ½ years post-implant revealed that the aaa diameter was ~10cm, and a slight amount of possible contrast was seen outside the stent graft, along the postero-right and distal section of the aaa sac. This may be coming from a residual type ii endoleak near a previously placed coil(s) and distal portion of the right/ipsi limb. The bifurcate proximal od currently measured ~28mm, and 10mm lower near the bottom of the neck measured 30mm in diameter; there appears to have been disease progression with neck dilatation. There is currently <(><<)>10mm of proximal seal length, with minimal stent graft apposition along the anterior aortic wall. Although is possible that the aneurysm may be pressurized via the marginal proximal seal, no clear proximal type I endoleak was observed from the films provided. The possible reoccurring type ii endoleak may have also contributed to the aaa expansion.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 57 mm diameter fusiform abdominal aortic aneurysm. Length of non-aneurysm aortic neck was 33 mm, proximal diameter of non-aneurysm aortic neck was 23 mm, distal diameter of non-aneurysmal aortic neck was 26 mm, diameter of right iliac artery was 13 mm, diameter of left iliac artery was 12 mm, diameter of right femoral artery was 12 mm, and diameter of left femoral artery was 12 mm. The right and left iliac arteries were mildly tortuous. Degree of circumferential thrombus and / or calcification was 10%. It was reported that approximately eighteen months from the index procedure, an ultrasound noted an endoleak. The endoleak was on the left side, the type was undetermined. A CT scan was performed to find out more. There was no reported intervention or action taken. It was also reported that during the two year follow up, a CT with contrast noted a type iia endoleak. The leak was most likely via the lumbar artery. During the three year follow up, an ultrasound again noted the type iia endoleak in the lumbar artery. There was no reported intervention or action taken. No clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), patient¿s condition affected effectiveness of device (type ii endoleak), lack of information (unknown cause); evaluation: conclusions: inherent risk of procedure (endoleak), device failure/lack of effectiveness related to patient condition (type ii endoleak), lack of information (unknown cause).